Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The abbott next generation des 48 (ng des 48) is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed to treat a lesion in the mid left anterior descending (lad) artery. Pre-dilatation was performed and the 2.5 x 48 mm abbott ng stent was implanted. Optical coherence tomography (oct) was performed and stent expansion and wall apposition were noted to be excellent; however, a distal edge dissection was noted. A 2.25 x 12 xience skypoint stent was implanted as treatment of the dissection. Repeat angiography and oct were performed and noted excellent stent expansion and wall apposition, with no evidence of dissection or other vessel injury. The event resolved the day of the procedure. No additional information was provided.